Event description:
Additional information received indicated the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that a loss of capture occurred on the right ventricular (rv) lead in a pacemaker dependent patient. Rv lead replacement is anticipated, but no intervention was performed at this time. The patient was stable and will continue to be monitored.